Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During an incoming inspection at (B)(6) lifeline, the following product was determined to be non-conforming because of the presence of a foreign material inside the blister.

Event description:
During an incoming inspection at (B)(6), the following product was determined to be non-conforming because of the presence of a foreign material inside the blister.

Manufacturer narrative:
Please refer to the attached analysis report.